Event description:
The pt was reportedly implanted with a stratasis urethral sling system on or about (B)(6) 2004. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain and injury (including trouble urinating, inability to sit for long periods of time, inability to bend or lift, infections, and inability to engage in sexual relations). Reportedly, the pt first became aware her injuries were likely due to the implant on or about (B)(6) 2013. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Surgeon name not provided by the complainant. Method - product not returned to cbi. Results - product not returned to cbi. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the device history records which indicated the product was a surgisis gold hernia repair graft and it was manufactured to specifications, a review of the surgisis gold hernia repair graft IFU fp0009-1f, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the surgisis gold hernia repair graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.